Manufacturer narrative:
Patient ids, ages, and weighs were requested, but not provided. Event date is not known, but per description could have been as early as (B)(6) 2014. Thus, that date was used. Device mfg date not available at the time of this report. No allegation of a malfunction, therefore, no system testing/evaluation has been performed. Patient events described herein are known possible risks/side effects of prostate surgery.

Event description:
A site representative reported that since august 2014, 9 patients underwent MRI-guided focal laser ablation with the visualase laser system as primary treatment for their prostate cancer. Seven patients were dismissed within one hour after treatment. Two patients experienced temporary urinary retention and needed a catheter for a few days. In the weeks after treatment the first patient experienced some pneumaturia. Additional cystoscopy and mr imaging were performed and did not show any signs for a rectal fistula. Patient¿s symptoms resolved spontaneously after three months. Median follow-up was 10 months (range, 0 ¿ 21 months). The psa level decreased in all patients. Mr imaging showed no signs for residual or recurrent disease. Twelve months after treatment, MRI-guided biopsy of the ablated area was performed in three patients. Another patient refused to undergo targeted biopsy of the ablation zone. Per patient 2-3 cores were taken. In one patient in 1/3 cores a gs 4+3 was found, although the mr images were not suspicious for recurrent or remnant disease. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A cross-functional engineering team reviewed this event and determined the visualase system and disposable instruments performed as intended. The review found there is no allegation of deficiency against the visualase system to suggest that medtronic navigation's device caused or contributed to the reported event.